Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for "erroneous parameter detected" due to mismatched programmed settings was observed. Re-programming the device was recommended.

Event description:
New information received indicates that the device was reinterrogated and the follow-up continued without any other issues.